Event description:
It was reported that during a rotator cuff repair procedure on a diabetic female, using a perfectpasser connector suturing device, the perfectpasser did not fully bit down on the tissue. This deficiency resulted in a swallow incline mattress stitch that pulled through the rotator cuff. Another perfectpasser was opened and the procedure was completed without further complication. There were no significant delays reported as a result of this event.